Event description:
Case reference number: (B)(4) is a spontaneous report sent on 29-jun-2023 by a physician which refers to a female patient of an unknown age. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. On (B)(6) 2022, the patient received treatment with 1 syringe of restylane lyft (lot: 20054) to the mental area using cannula and needle with unknown injection technique. After injection of restylane lyft, the patient had experienced the formation of stone-like nodules (implant site nodule) that persisted until the date of this report on (B)(6) 2023. On an unknown date, the patient received corrective treatment with 4 applications of 500 u of toskani hyaluronidase [hyaluronidase] at the region along with clarithromycin [clarithromycin] 500 mg every 12 hours and avalox [moxifloxacin hydrochloride], as instructed by other health professionals. Outcome at the time of the report: formation of stone-like nodules was not recovered / not resolved / ongoing.

Manufacturer narrative:
Company comment: the serious event of nodule at implant site was considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions to prevent permanent damage. The potential root cause is the treatment procedure, and a more specific cause cannot be established based on the available information. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Manufacturer narrative:
Company comment: the serious event of nodule at implant site was considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions to prevent permanent damage. The potential root cause is the treatment procedure, and a more specific cause cannot be established based on the available information. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. A batch record review was performed. No potential quality issues have been identified in the manufacturing process of the specified batch. The batch is manufactured and released according to galderma quality management system. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number: (B)(4) is a spontaneous report sent on 29-jun-2023 by a physician which refers to a female patient of an unknown age. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. On (B)(6) 2022, the patient received treatment with 1 syringe of restylane lyft (lot: 20054) to the mental area using cannula and needle with unknown injection technique. After injection of restylane lyft, the patient had experienced the formation of stone-like nodules (implant site nodule) that persisted until the date of this report on (B)(6) 2023. On an unknown date, the patient received corrective treatment with 4 applications of 500 u of toskani hyaluronidase [hyaluronidase] at the region along with clarithromycin [clarithromycin] 500 mg every 12 hours and avalox [moxifloxacin hydrochloride], as instructed by other health professionals. Outcome at the time of the report: formation of stone-like nodules was not recovered/not resolved/ongoing. Tracking list: v.0 initial, v.1 brr results received on (B)(6) 2023.